Manufacturer narrative:
(B)(4). Devices not received, log review only. The event logs and data set have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported an overinfusion of argatroban, indicating it "was not calculated correctly." Argatroban 125 mg/125ml was set up as a primary in the med/surg/onc profile to infuse at 241 mcg/min (2mcg/kg/min). The user noticed the bag was needing to be changing more frequently than expected. There was no report of harm or medical intervention. Although requested, no further patient or event information was provided.